Manufacturer narrative:
(B)(4). D10: medical products: item#: sahtnem6, -6mm extended neutral humeral tray; lot#: 66984413, item#: 110027734, compr vrs glen pps min tpr adr; lot#: 67077496, item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7799890, item#: 110031378, versa-dial taper adaptor 25mm; lot#: 67077498, item#: sahs1104, size 4 standard humeral stem; lot#: 66511654, item#: 115399, comp rvs cntrl 6.5x45mm st/rst; lot#: 241360, item#: 115400, comp rvs cntrl 6.5x50mm st/rst; lot#: 65888016, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 65940765, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 66654590, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 66918176, item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 66890526, item#: 180555, comp lk scr 3.5hex 4.75x40 st; lot#: 66198202. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately two (2) months ago. Subsequently, the patient was revised due to infection approximately one (1) month ago.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h4, h6. The following section was corrected: d5. H6 component code: product was not evaluation as it was determined the event is not related to the device. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.